Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 200 mg/dl range. Customer was unable to provide a specific blood glucose value. Reportedly, customer's carbohydrate ratio needed to be adjusted. Tandem technical support guided the customer through adjusting their pump settings.